Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm or battery out limit alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump stopped working and had no delivery alarm. The customer blood glucose level was unknown at the time of incident. Customer stated that the they had battery out limit alarm. The customer stated that the insulin pump did rewind, but it did not push the insulin out and through the tubing. Customer stated that they did not wearing the insulin pump because he was having too many issues with the pump. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.